Event description:
It was reported that, during shoulder rotator cuff repair surgery, the anchor fractured when screwed-in. The pieces were removed. It is unknown if there was a delay and a back up was available to complete the procedure. No other complications were reported.

Manufacturer narrative:
One 72202902 footprint ultra pk suture anchor 5.5 device used in treatment, returned for evaluation. The information provided states: ¿during shoulder rotator cuff repair surgery, the anchor was fractured when screw-in the pieces were removed¿. Visual assessment showed a fractured anchor. Cut sutures were returned. Human matter was found on the sutures. The insert tip was bent. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device and excessive force. The instruction for use states: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation.¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was prerformed, no other complaints of this failure was found.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was fractured when screw-in. The pieces were removed and the backup device was used on the same bone hole. There was a delay was greater than 30 minutes. The patient had pain for half year, it is unknown how the event was treated and the outcome of the patient. No other complications were reported.